Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor alleged that the display screen text was faded or dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 05/05/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the display was found to be dim, faded, and discolored. Unrelated to the complaint, evaluation revealed that the bumper at the battery compartment was cracked. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad to the case seal. In addition to the unrelated issues, evaluation revealed that the all keypad buttons were difficult to push. During testing, the contrast button was found to be intermittently unresponsive. The keypad cover was found to be thinning. The keypad cover was removed and contamination was found under the up arrow and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.